Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va03ykj, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved.

Event description:
It was reported that during the patient¿s last appointment in (B)(6) when the healthcare provider (hcp) was changing programs she could feel the electricity in her arms. Follow-up information received from the hcp reported that this was not a reportable event. It was an expected side-effect of stimulation and resolved when amplitude reduced.